Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an attempt to implant this right ventricular (rv) lead, the lead perforated the heart wall. It was observed that the patient had a thin rv wall. A pericardial centesis was done and approximately 200 cubic centimeters (cc) of fluid was removed. Further medical management was performed as the patient's blood pressure dropped. The patient was then able to recover and was stable. This rv lead was never in service. No additional adverse patient effects were reported.